Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient underwent vns lead replacement surgery on (B)(6) 2015. The lead replacement reportedly resolved the high impedance. The explanted lead will not be returned to the manufacturer by the explanting facility. No additional relevant information has been obtained to date.

Event description:
On (B)(6) 2015 the patient reported that his replacement surgery was aborted once high impedance was detected as the surgeon was not prepared for such a procedure. The patient was informed that he would not be able to receive a revision from his original surgeon because the surgeon did not feel comfortable for this procedure. He was sent home and told to seek out a different surgeon who is aware on how to revise a vns therapy system. Although surgery is likely, it has not occurred to date. The patient indicated he was frustrated that he is having difficulty finding a surgeon who will replace his vns lead. He indicated that if he had a gun, he would shoot someone. He later reported that he "don't want to hurt nobody or nothing but I'm getting pissed off "getting pissed off before I hurt somebody."

Manufacturer narrative:
Date of this report; corrected data: the previously submitted initial MDR inadvertently provided an incorrect awareness date.

Event description:
On october 16, 2014 clinic notes were received dated (B)(6) 2014 where the patient stated that he was unsure if the vns was working or not. The patient has not had his vns checked in a few years. He denied any seizure or side effects with vns. On (B)(6) 2014, the patient went for a prophylactic battery replacement and upon checking diagnostics prior to surgery, the patient had high impedance; diagnostics showing output=limit/lead impedance=high/dcdc=7. The patient was not consented for a lead change so the surgeon opted to just change the battery and reschedule for a lead replacement. Diagnostics after the generator was replaced showed an impedance value of greater than 10,000ohms. It was reported that the explanted generator cannot be returned for product analysis as it was discarded by the hospital. Although surgery is likely, it has not occurred to date.